Manufacturer narrative:
Findings: reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). One of 2 sensors failed due to found sensor canula retracted inside sensor base. Also found cannula tip broken. Missing broken part. One remaining sensor passed per specification with accurate readings.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 123 mg/dl. Troubleshooting was done. Nothing further was reported.